Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported an issue on vital signs¿ baby safe flow-inflating resuscitation device, flow-inflating transport, fresh gas elbow, 7' oxygen tubing, disposable. Occlusion was discovered between flex tube and elbow. The issue was detected during clinical use, but no harm was reported. As an intervention, the defective unit was replaced with the backup unit.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the reported issue and determined that the root cause was related to the personnel / training - operator error - assembly. As a corrective and preventive action, all the personnel involved were retrained on procedures (B)(4) to carry out the cleaning properly. A mesh will be placed on the container where component 070-700024a is put after it was molded, to separate any pellet that could fall on the container. This action will be carried out under (B)(4).